Event description:
The customer returned the product for finger cover was damaged. During device evaluation, a broken downstream occlusion (dso) seal was identified. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified no indication that the complaint was related to a service of the device within the view period. The customer initial issue was confirmed but the cause could not be determined. A reportable malfunction of broken downstream occlusion (dso) sensor seal was identified. The seal was replaced. Functional testing was performed and the device passed them all.